Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, migraine, dysgeusia and weight fluctuation had not resolved. The reporter considered pelvic pain, abdominal pain, dyspareunia, migraine, dysgeusia and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was confirmed full occlusion of fallopian tubes. In (B)(6) 2014: ultrasound scan vagina result was result not reported. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain, pain") and genital haemorrhage ("bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort nos, drug allergy, latex allergy, vomiting, hives, itching, ovarian cyst since (B)(6) 2014, fallopian tube cyst since (B)(6) 2014 and allergic reaction. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), fungal infection ("infection (bladder/urinary tract/ vaginal) type: yeast infections"), nausea ("nausea"), allergy to metals ("nickel allergy, allergic or hypersensitivity reaction") with pain, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), mood swings ("mood swings"), constipation ("constipation"), uterine pain ("pain, uterine pain"), headache ("pain, head pain") and back pain ("pain, back pain"). The patient was treated with antibiotics, analgesics and surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, uterine pain, headache and back pain had resolved, the dyspareunia, migraine, dysgeusia and weight fluctuation had not resolved and the mood swings, fungal infection, nausea, allergy to metals, fatigue, constipation, alopecia, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes ultrasound scan vagina - in january 2014: result not reported on (B)(6) 2014, transabdominal and transvaginal pelvic ultrasound showed findings; transabdominal and transvaginal pelvic ultrasound was performed. Uterus measures 8.4 x 3.9 x 4.2 cm and is homogeneous in echotexture. No focal myometrial masses are appreciated. Endometrial stripe within normal limits measuring 7 mm in bilayer thickness. Small foci of increased echogenicity are noted in the location of the cornua bilaterally compatible with the essure devices. Right ovary measures 2.9 x 2.0 x 2.3 cm and left ovary measures 4.0 x 1.9 x 2.2cm. There is no cystic or solid ovarian mass. Ovaries within normal limits with bilateral follicles measure up to 1.5 cm the left. No significant free intraperitoneal fluid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product onset date, indication updated, treatment and concomitant medications, new events mood swings, pain, fungal infection, nausea, allergy to metals, dysmenorrhea, fatigue, constipation, gastrointestinal disorder, hormone level abnormal, uterine pain, back pain, headache and genital haemorrhage added. Outcome for the events pelvic pain, dysmenorrhoea, uterine pain, back pain, abdominal pain, headache, genital haemorrhage and allergy to metals. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain, pain") and genital haemorrhage ("bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort nos, drug allergy, latex allergy, vomiting, hives, itching, ovarian cyst since (B)(6) 2014, fallopian tube cyst since (B)(6) 2014, allergic reaction, obesity and heart murmur. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for birth control as well as omeprazole since 2013, oxycocet (percocet) from 2013 to 2016 and sumatriptan (imitrex) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("infection /yeast infections"), nausea ("nausea"), allergy to metals ("nickel allergy, allergic or hypersensitivity reaction") with pain, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), mood swings ("mood swings"), constipation ("constipation"), uterine pain ("pain, uterine pain"), headache ("pain, head pain") and back pain ("pain, back pain"). The patient was treated with antibiotics, analgesics and surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, uterine pain, headache and back pain had resolved, the dyspareunia, migraine, dysgeusia and weight fluctuation had not resolved and the mood swings, vulvovaginal mycotic infection, nausea, fatigue, constipation, alopecia, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, uterine pain, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6) 2014: result not reported. On (B)(6) 2014, transabdominal and transvaginal pelvic ultrasound showed findings; transabdominal and transvaginal pelvic ultrasound was performed. Uterus measures 8.4 x 3.9 x 4.2 cm and is homogeneous in echotexture. No focal myometrial masses are appreciated. Endometrial stripe within normal limits measuring 7 mm in bilayer thickness. Small foci of increased echogenicity are noted in the location of the cornua bilaterally compatible with the essure devices. Right ovary measures 2.9 x 2.0 x 2.3 cm and left ovary measures 4.0 x 1.9 x 2.2cm. There is no cystic or solid ovarian mass. Ovaries within normal limits with bilateral follicles measure up to 1.5 cm the left. No significant free intraperitoneal fluid. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome " allergy symptoms" is resolved. Concomitant condition and drug are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.